Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the fluoroscopy was not possible, problem was found during preparation process. Review of the system log file showed that kv actual value out of range and the error still existed after performed tube condition and adaptation. The fse replaced the kv-ma unit. After replacement of the kv-ma unit, the system was returned to use in good working order.  The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that system did not fluoroscopy intermittently. The device was in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system, reviewed the logfile and found error kv actual value out of range" and suspected that issue on kv-ma unit. The fse replaced kv ma control unit and performed tube adjustment and system returned to full functionality. Philips has continue to investigation of the complaint.